Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. However, the mount was not returned. Visual evaluation of the as returned product identified some signs of use. Implant had no malfunction. Product matched print specification where measured. Pre existing condition noted on per was patient having type iii (low) bone density. Tooth location was 11 and device had been placed for 1 week when the incident occurred. X ray or picture image was not provided. DHR review for the lot (1235707) had revealed no deviations nor non conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1235707) was performed for similar event ¿does not disengage/release category, complaint history review and no complaint about nonconforming products was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvb13). Therefore, based on the available information, implant malfunction has not occurred and mount malfunction could not be verified without its return, hence, the event was non-verifiable. A definitive root cause could not be identified. However, based on the investigation, the potential cause for the reported event are clinician error, improper surgical procedure and excessive loading on mount/implant assembly. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g3: date received by manufacturer g6: checked follow-up h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that during implant placement, doctor has difficulties when removing the fixture mount from the implant. Another implant was placed. Tooth location 11.